Event description:
About three months prior, it was reported the patient had a return of urinary symptoms. A loss of therapeutic effect was noted. The patient thought they had a urinary tract infection, but did not believe so anymore. It was stated that the implantable neurostimulator (ins) was ¿barely working.¿ stimulation had to be turned up all the way in order to feel it. This was noticed about a week and a half prior. Communication with the programmer was possible with the device. It was later clarified that the ins was ¿almost¿ depleted. The patient was scheduled for a replacement surgery on (B)(6) 2013. It was noted that the patient was on two medications to help relax their bladder on top of the interstim therapy. If the ins depleted, they would have to self-catheterize. A few days later, it was noted the patient had been self-catheterizing. About two months later, it was reported the patient had a replacement surgery. The replacement was indicated to be due to normal battery depletion. It was stated the battery died about two months prior. It was noted the implant gave the patient good symptom relief for their bladder retention. It was also stated that when increasing stimulation, their testicles ¿would jump up to their face.¿ information received as of the date of this report indicated there was a ¿malfunctioning interstim battery.¿ impedances were ¿outside¿ of the normal range. The battery was replaced on (B)(6) 2013. No hospitalization was required. At the post-operative visit on (B)(6) 2013, the patient noted an improvement with sensation and device battery. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).